Manufacturer narrative:
(B)(6). (B)(4). The product has been returned to the manufacturer and the product analysis is anticipated but not yet begun.

Event description:
It was reported that the patient underwent surgery due to lumbar vertebral fracture. Intra-op, one set screw was found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. The product came in contact with the patient.

Manufacturer narrative:
Product analysis :examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.